Event description:
It was reported that while traveling the user experienced prolonged high blood glucose readings and rapid insulin cartridge depletion, including a dosing stopped alert that corresponded with low or empty cartridge notifications; the user later removed an infusion site and observed no bending, bleeding, or leakage, and elected to transition to subcutaneous insulin injections. Symptoms included hyperglycemia with glucose values reported above 200¿350 mg/dl. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device component issue or confirm a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.